Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields - d4 (unique device identifier number). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the symptoms, test the overall operation, test the test run and leave it for 1 night. The fse follow up and ask the customer after the test run and leave it for 1 night. The machine can work normally. The fse found that the battery is deteriorated and offered a price for battery and kit 5000 hrs and waited for po to change. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to the customer to obtain additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the customer found the cs100 intra-aortic balloon pump (iabp) engine shutdown. There was no patient harm reported.